Event description:
On (B)(6) 2012, it was reported that the pt saw blood in her infusion set that had traveled through the infusion tubing and into the insulin cartridge. The pt thinks that the infusion device delivers too much insulin. The pt experienced hypoglycemia the whole day the event occurred. Her infusion site was on her outer thigh and she was hiking all day. The pt did not require medical assistance from the healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter passed the optical inspection. The battery cover passed the optical inspection. A visual inspection and a test for flow and leak were performed on the returned used device. A discoloration similar to blood was found in the tubing and the soft cannula. The flow and leak tests were in accordance with specifications. The needle test cannot be performed due to the introducer needle was not returned. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specification. The problem mentioned by the customer could not be reproduced.